Event description:
It was reported to boston scientific corp that an injection gold probe device was used during a gastroscopy procedure of a bleeding ulcer, located in the antrum of the stomach, performed on (B)(6) 2009 (over 18 yrs old). According to the complainant, during the procedure, the injection gold probe was passed through the scope. Injection of adrenaline was completed successfully and the site was coagulated. During the second injection of the adrenaline, the needle did not retract completely. The scope and probe were removed from the pt as a unit. They did not continue with the procedure as the physician felt that the initial treatment was sufficient. It was noted that the anatomy was tortuous; therefore, the scope was highly flexed. No pt complications were reported as a result of this event. At the conclusion of the procedure, the pt's condition was reported to be stable.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and MFR dates are unk. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. (B)(4).